Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the black box review shows several consecutive por events on (B)(6) 2013. The battery cap and battery compartment are undamaged, the cap is able to fit to the pump and to maintain electrical connection. There was moisture ingress observed to the display screen inside the unit. Pump failed a leak test due to a leak resulted by a crack between the display lens and the case seal. The pump powers ¿on¿ and displays ¿verify¿ screen. The display is reddish upon start up, a test display screen was used during investigation and it was fully illuminated. The unit was primed and exercised for 24h and no power interruption occurred during the test. The pump¿s cover was removed, moisture corrosion was found to the force sensor circuit, the display screen and to the pcb.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.